Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 7 fr. Ptd catheter. The catheter cable wire was found to be broken and separated immediately below the catheter cannula and the sheath body was twisted in the same location. The twist in the sheath was 4 cm below the hub. No additional damage was observed on the sheath. Microscopic examination of the broken ends of the catheter cable wire revealed that they were twisted and stretched. The catheter body and basket assembly appeared typical. A review of manufacturing records did not reveal any manufacturing related issues. The provided instructions states that fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. Based on the condition of the sample, the time of discovery and the information provided, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the cath lab, the hub separated from the extension line of the catheter. As a result, the md removed it from the patient without harm, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.